Manufacturer narrative:
Hamilton medical ag comes to the conclusion: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: summary: clinical staff reported device alarmed ventilation canceled when hooked up to patient. Multiple technical faults were noted in the logs.